Event description:
According to the customer, "caller was pushing husband on the chair outside and the frame below the wheel snapped off, she believes it was the front right side. He fell out of the chair, no injuries were reported but caller added husband passed away the same weekend. He did not get injured when he fell and did not seek medical attention."

Manufacturer narrative:
According to the customer, on 8/30/2025, "caller was pushing husband on the chair outside and the frame below the wheel snapped off, she believes it was the front right side. He fell out of the chair, no injuries were reported but caller added husband passed away the same weekend. He did not get injured when he fell and did not seek medical attention." Death is not related to device malfunction. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Impact code (f): 4657: death not related to reported adverse event. Unable to find on esubmitter.